Manufacturer narrative:
(B)(6) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "after the scissor was opened the protective sheath was removed and in the process the insulation tore." Type of intervention - "used the pistol grip scissor." Patient status - "na".

Manufacturer narrative:
The event unit was returned for evaluation. Upon evaluation, engineering confirmed the complainant's experience of insulation damage. Burn marks and light scratches were noted along the damaged dielectric sleeve and shaft, indicating that the device and its monopolar function were used inside the patient. This contradicts the complainant's description of the event which stated the damage occurred during removal from packaging. The root cause of the insulation damage is most likely a reusable trocar that was used during the procedure. Engineering determined that a small burr on the reusable trocar would be capable of damaging the dielectric sleeve in a similar manner as seen on the event unit. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.